Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported after a non-boston scientific device revision, this right ventricular (rv) lead is exhibiting farfield p-wave over-sensing. The rv lead remains implanted. No adverse patient effects were reported.